Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "dislocation and impingement of the neck of the liner."

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement, trochanter reattachment plate was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets proximal femoral replacement, the first insertion was on (B)(6) 2019. The surgeon reported that the patient had number of dislocations and revision procedures till most recent dislocation that was occurred on (B)(6) 2021. The x-ray images show subsequent dislocation events and followed by revision procedures to correct. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "dislocation and impingement of the neck of the liner."